Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history and non-conformance records was not possible as the lot number of the device was not reported. Based on the information provided, no product being returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
Information was provided that the physician explanted a aaa unknown cook endovascular graft due to a growing sac. The cook rep does not have much information by the way of who/when the graft was placed; however they obviously thought there was a type 1a, and then type 1b leak because they put an extension proximally and extended the limb into the external. However, the sac continued to grow, so the physician opened the patient to find a squirt of blood coming from a stitch hole in the last stent before the flow divider. No part of the device remained inside the patient no adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Lot number not provided by the reporter. Catalog #: information not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). The event is currently under investigation.

Event description:
Information was provided that the physician explanted a aaa unknown cook endovascular graft due to a growing sac. The cook rep does not have much information by the way of who/when the graft was placed; however they obviously thought there was a type 1a, and then type 1b leak because they put an extension proximally and extended the limb into the external. However, the sac continued to grow, so the physician opened the patient to find a squirt of blood coming from a stitch hole in the last stent before the flow divider. No part of the device remained inside the patient no adverse effects to the patient were reported due to this occurrence.